Event description:
When the blade was in use, a black residue appeared on the field. The surgeon was able to remove the residue with another blade.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).